Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, patient alleges pain and elevated metal ion levels. It is unknown whether a revision procedure has occured. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01893 / 01895).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01893/ 01895).